Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v839848, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had dementia and was not sure if their device even worked anymore. The patient was in the hospital and didn't know if they wanted to have it checked. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.